Event description:
The customer reported that 500ml of magnesium sulfate was programmed to infuse at 50ml/hr (2 grams/hr) for 10 hours. During shift change the relieving rn noticed the magnesium was infusing on channel b at 50ml/hr however unexpectedly half of the bag was empty. The patient complained of "not feeling right" and experiencing nausea, a feeling of warmth, having a flushed appearance and drifting off during conversation. The infusion was stopped immediately because the patient experienced respiratory depression. A stat magnesium blood test was drawn and calcium gluconate was provided at the patient's bedside.

Manufacturer narrative:
(B)(4). The customer¿s report of a magnesium overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing was performed and the pump module was delivering fluid slightly out of specification on the low side. Disassembly of the device showed a crack in the bezel near the pumping finger grooves. This failure mode has been found to cause under infusions and not over infusions. The root cause of the reported magnesium overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that magnesium 2 grams/hr infused faster than expected. The infusion was stopped immediately because the patient experienced respiratory depression. Although requested, no additional patient or event information was provided.